Event description:
It was reported that the device exhibited backup vvi operation while upgrading pacemaker firmware with the cyber security update. The patient was asymptomatic. Device download was performed and the parameters were restored. Backup notifier was not checked. The device was not upgraded.